Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported the patient went for refills every 3 months. At refills, the health care provider (hcp) office had the hardest time ¿finding the hole.¿ it was clarified there was difficulty finding the refill port. It was almost like it was flipping or it moved. The patient was ¿a lot of chunky¿. It seemed like there was difficulty finding the port since the pump was put in, but it had been getting worse. Two or three nurses had to be pulled. There was one nurse that never got it and one nurse in particular would give the patient a couple sticks. Sometimes they would get it on the first stick, but they had trouble. It had been more so than anything the past year. Some cat scans were going to be done because it did not seem like the medicine was even holding for about a year, so there were just a lot of issues with this period. The system was being used to deliver clonidine, bupivacaine, and dilaudid (hydromorphone). No information regarding the patient status prior to the event, diagnostic test results, or the patient outcome was reported. If additional information is received a supplemental report will be submitted.